Manufacturer narrative:
The manufacturer has completed the evaluation of a ventilator that allegedly had an internal battery issue. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.